Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to noise on the pace/sense portion of the right ventricular (rv) lead. The lead also exhibited non-sustained tachycardia episodes and high short interval counts (sic). The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.